Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue of the cot dropping to the lowest height was not confirmed; no defect or malfunction was found. The issue of it being difficult to load/unload the cot in the ambulance was confirmed. The device was repaired on site and returned to service. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot dropped to the lowest height and that it was difficult to load/unload the cot in the ambulance. There was no patient involvement.